Event description:
A 20g catheter was placed in right basilic vein. Immediately after flushing with heparin (100 u/cc) 3 cc, the pt complaint of severe pain in back of head and metallic taste in mouth. Pt began itching, especially behind knees. 1 dime-sized welt appeared on left forearm and she c/o feeling a "lump" in back of throat and chest, no dyspnea. Face, neck and upper chest very flushed. Benadryl 50 mg and solu-cortef 100 mg given ivp through catheters. Immediate relief of symptoms noted. Line flushed again with 3 cc heparin (100 u/ml) with no other symptoms developing. Pt discharged to home IV theray program with catheter in place. Follow-up with pt on 10/3, 10/4, 10/5 showed no further symptoms related to line. Catheter remains in place at this time.